Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique, chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced chronic constipation. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was the break in aseptic technique, chronic constipation and the care taker changed. The peritonitis was resolving. It was not reported whether the break in aseptic technique and the chronic constipation resolved. It was not reported whether remedial treatment was rendered. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to the dianeal therapy. A causality statement was not provided for the events break in aseptic technique and chronic constipation in relation to dianeal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.